Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later, the patient experienced incontinence, urgency, pelvic pain, and erosion. A removal of mesh and anterior repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.